Manufacturer narrative:
Insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments or partial display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump display was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.